Event description:
The surgeon inserted an aq2010v silicone three-piece lens but the haptic tore. The lens was removed with no patient injury or complications, no enlarged incision or sutures. It was unknown as to why the haptic tore.